Event description:
Pharmacist reported discrepant compact plus results taken within 10 minutes. These results were downloaded from the meter, which was returned by the customer: (B)(6) 2011; 10:03 am bg: 10.7 mmol/lm 10:00 am bg: 23.8 mmol/l, 9:54 am bg: 23.9 mmol/l, 9:47 am bg: 7.1 mmol/l. (B)(6) 2011; 10:16 am bg: 24.5 mmol/l, 10:07 am bg: 6.6 mmol/l. (B)(6) 2011; 1:12 pm bg: 24.4 mmol/l; 1:05 pm bg: 6.7 mmol/l. (B)(6) 2011; 7:33 pm bg: 24.7 mmol/l, 7:30 pm bg: 6.3 mmol/l. No adverse event was reported. Customer has returned product. No replacement was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.